Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented for a routine post-implant check. Upon review, the right ventricular lead exhibited intermittent high impedance and intermittent capture. Lead dislodgement was suspected. On (B)(6) 2018, the lead was repositioned successfully and tested with a pacing system analyzer (psa). Normal lead values were noted and the lead was reconnected to the device. Near the completion of the procedure, high impedance was again noted. A psa was used to confirm the high impedance values. The lead was explanted and replaced. The patient was stable throughout.